Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was unknown at time of incident. Customer states they are doing a rewind on the pump to change and add new insulin to change site and received the compromised force sensor system alarm on the insulin pump. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test but alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to the compromised force sensor system alarm.